Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
Additional follow up is being conducted with the risk manager for additional information and device returned status. If additional details become available a 3500 a supplemental will be sent.